Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced increased hypoglycemia after recent weight loss and variable dietary intake while on an islet pump, with lows occurring when meals were not announced; the user reported that recovery from lows was prolonged and that they subsequently overcorrected, leading to transient hyperglycemia. Symptoms included feeling out of it during hypoglycemia. Outcomes included no need for assistance and no hospitalization, with discussion of the event occurring during a medical appointment. Investigation included user coaching on updating weight settings, education on meal announcements and hypoglycemia treatment, and collection of a blood glucose questionnaire. Investigation of this case revealed use-related factors, including unannounced meals, potential mismatch of weight-based settings after weight loss, and overtreatment of hypoglycemia leading to rebound hyperglycemia, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was use error and therapy management factors.